Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a patient that did not wear a mask and peritonitis coincident with dianeal pd2 therapies. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date in 2012, the patient experienced peritonitis. Treatment rendered was not reported. Additional information was received by a nurse on (B)(6) 2012. On an unreported date, the patient did not wear a mask which was the cause of the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.